Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, v884753, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's first ins "it was shocking me. It got to the point where I couldn't' feel any of the settings. So I guess the representative said that the battery was dying. But I was being shocked daily with any movement." Patient services asked when that happened. The patient stated "it went on for months. Like 6 months." Patient services asked when the patient saw the representative. The patient stated "like a month before surgery" maybe a little before, like a month and a half. The ins was on the left side. It was noted that the old ins caused "unbearable pain on the left side" but noted "I had better success on the left." If additional information is received, a follow up report will be sent. Additional information received noted that this reporter had no prior knowledge of this patient before her replacement in february. This reporter had no information on any shocking with previous device and when he last talked to the patient the day after surgery he referred her to the hcp (healthcare provider) for any questions. This reporter had no additional information.